Event description:
It was reported that patient has frequent bradycardia to lower 50s in their sleep. The provider is not sure if this is vns-induced but wants to try changing parameters to see if it improves. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient does not have a prior history of cardiac events or family history of cardiac events. The patient does have spastic quadriplegia, lennox-gastaut, and cerebral palsy. The patient experienced bradycardia, which was above 60 bpm prior to event and after was less than 50. There were no other symptoms suggesting arrhythmia and no traumatic events or triggers prior to arrhythmia. The event did not occur with medication change, during device diagnostics, or following a settings change. The only diagnostic studies performed to diagnose the arrhythmia was a pulse oximeter. The physician is unsure if the arrhythmia is related to vns stimulation or that vns exacerbated or co-currently contributed to the arrhythmia. The intervention taken is noted as decreasing the vns settings. The patient's mom is unsure if the event has reoccurred.

Manufacturer narrative:
H2. Corrected type of follow up, supplemental #1 report: inadvertently left correction MDR unchecked for supplemental #1. H10. Corrected data, supplemental #1 report: inadvertently left out which information was correction; b5. Corrected description of event, initial report: inadvertently left out information regarding the physician's assessment of the arrhythmia. And b6. Corrected relevant tests, initial report: inadvertently left out data from 03/08/2022 and 07/08/2022.